Event description:
Rptr writes: "magazine ad. Unless I am misreading FDA regulations, these devices cannot be mail order. They must be fit by a qualified professional. These are not even custom fit which puts ear at risk for sores."